Event description:
It was reported that a catheter issue occurred. The target lesion was located in the severely calcified left circumflex artery (lcx). After pre-dilation with two balloons, an introduced hd imaging catheter was introduced for intravascular ultrasound (ivus) examination of the target lesion. During initial insertion, a kink occurred, and there was a possibility that the catheter was cut or separated inside the body. The entire set, including the unknown guide catheter was removed. The procedure was completed with another device of the same device. There was no patient injury.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the sheath was kinked and cut and the imaging core was cut. The cut section was not returned for analysis.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the severely calcified left circumflex artery (lcx). After pre-dilation with two balloons, an opticross hd imaging catheter was introduced for intravascular ultrasound (ivus) examination of the target lesion. During initial insertion, a kink occurred, and there was a possibility that the catheter was cut or separated inside the body. The entire set, including the unknown guide catheter was removed. The procedure was completed with another device of the same device. There was no patient injury.